Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the neurostimulator was implanted onto the left, upper gluteal area on (B)(6) 2012. This provided the patient with relief for their symptoms. After several months, the system failed and they no longer got relief. This was explanted on (B)(6) 2013.

Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's ins/therapy "quit working". The patient had worked with their healthcare provider (hcp) and they tried doing a trial on the opposite side, but ultimately, the implanted system was removed. No symptoms were reported. No further complications were anticipated/reported.